Event description:
Upon being turned on, my dreamstation 2 (CPAP) emitted a very strong burning plastic smell. I unplugged immediately and gave it time to cool down (though it did not seem hot to the touch), but when I turned it back on it had stopped working completely.